Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 544mg/dl. The cause of the high bg was unknown. The infusion set and cartridge was changed, and a bolus was delivered to address bg level. Customer declined further troubleshooting. No additional information was provided.